Manufacturer narrative:
Manufacturer ref # (B)(4). It was reported that during a procedure, the customer experienced error 88 on the coolflow pump. This issue is not reportable issue. In addition, the coolflow pump was not activated to high flow rate when ablation is attempted to be delivered which is indicative of a reportable event. The device was evaluated and power supply was defective. Defective part was replaced. Issue was resolved. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The device was also subjected to the preventive maintenance, safety and functional testing and all tests passed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure, the customer experienced error 88 on the coolflow pump. This issue is not reportable issue. In addition, the coolflow pump was not activated to high flow rate when ablation is attempted to be delivered which is indicative of a reportable event. The case was completed without any patient consequence by changing the coolflow pump. The customer used bidirectional sf catheter and the stockert was in power control mode during this case.